Manufacturer narrative:
(B)(4): false positive result. To investigate the customer's issue, accuracy testing was performed using in-house retained kits of reagent lot 92790m500 and two levels of in-house b-hcg panels were evaluated. These panels are made with a human serum-based matrix and contain known concentrations of total b-hcg. The two levels of b-hcg panels were within specifications. This demonstrates that our assay can accurately detect a known concentration of total b-hcg. Additionally, we conducted testing using the returned patient sample to determine if there are any heterophilic antibodies in the specimen, by treating the specimen with a heterophilic blocking tube (hbt). The hbt contains a blocking reagent composed of specific binders which inactivate heterophilic antibodies. The concentration of the treated specimen was significantly lower than the neat result. This shows evidence for the presence of heterophilic antibodies. Finally, complaint records were reviewed to determine if other customers had experienced similar issues that might warrant further investigation. Our review of this data did not identify an increase in complaint activity for false positive patient results. The customer was referred to the limitations of the procedure section of the architect total b-hcg package insert for further information regarding interfering substances known to cause falsely elevated results. Based on this investigation, we have concluded that the architect total b-hcg assay is performing acceptably. The source of the discrepancy appears to be due to interfering substances in the patient specimen.

Event description:
The customer stated a patient had a miscarriage and a dilation and curettage procedure was performed. The patient began methotrexate treatment as a precaution for any pre-cancerous tissue left from this procedure. The patient was tested twice in (B)(6) 2011, four times in (B)(6) 2011 and four times in (B)(6) 2011, and at all times yielded an average architect b-hcg result of approximately 100 miu/ml. A urine sample tested in may was negative. The patient's physician questioned why the patient still had positive results to ensure another dose of methotrexate was not needed. The customer sent a sample to another clinic where results were negative on three non-abbott methods. The customer suspects an interfering substance such as heterophilic antibodies but does not have the ability to test for these. It is not known if the patient received additional doses of methotrexate. No injury was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.